Manufacturer narrative:
(B)(4). The complaint was concluded as not confirmed as the root cause is "undetermined". The issued was unable to be identified. No complaint samples were returned for further evaluation / investigation.

Event description:
It was reported that: "cuff leak during use on patient". Additional information has been requested from the account.